Event description:
As reported, a 3.5 x 300mm 150cm saber x percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation in a below-the-knee (bk) case. A non-cordis device was used, and the procedure was continued. There was no reported patient injury. The target vessel was severely calcified, moderately tortuous, and had 100% stenosis. The device was stored and prepared per the instructions for use. There was no difficulty removing the sterile packaging components. The device maintained negative pressure during preparation. The contrast-to-saline ratio was half. The same indeflator was used successfully with other devices. No anomalies were noted during inflation with positive pressure. The device was inflated to 6 atm before the anomaly was noted. The indeflator gauge indicated a loss of pressure when the anomaly was noted. The anomaly occurred immediately after inflation. The device was removed easily from the patient and remained in one piece during removal. The subject product was discarded together with other devices after the procedure was completed. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot 250408341 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.